Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the indigo system aspiration catheter 6 (cat6) was bent in multiple areas upon removal from the packaging. The damage to the cat6 was found prior to use. Therefore, the cat6 was not used in the procedure. The procedure was completed using a new cat6.

Manufacturer narrative:
Results: the cat6 had a bend approximately 1 cm from the hub. The cat6 also had kinks at approximately 48.5 cm, 68.0 cm, 71.5 cm, and 87.5 cm from the hub. The cat6 also had ovalizations at 123.0-124.0 cm, 128.0-129.0 cm, and 133.0-135.0cm from the hub. Conclusions: evaluation of the returned cat6 revealed kinks and ovalization along the length of the device. If the device is forcefully gripped or mishandled during preparation, the catheter will likely become damaged. Some of the returned damage may have been incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.